Event description:
It was reported to boston scientific corporation that an autotome rx was used during a procedure to remove bile duct stone performed on (B)(6), 2012. According to the complainant, during the procedure, after the physician added small incision to the papilla, when he/she attempted to cut the papilla again, the cutting wire was broken. No part of the cutting wire detached inside the patient. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken. One end of the broken cutwire was attached to the anchor at the distal pierce hole, while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the cutting wire appeared blackened. Examining the blackened ends of the broken cutting wire, it appears that the wire snapped likely due to being grounded against some part of the scope and/or high power settings. The extrusion at the proximal pierce hole was melted from use. The cut wire was measured to have broken at approximately 14 mm from the distal pierce hole. The broken sections of the cut wire remained attached to the device. The proximal end of the cut wire could not be extended due to the condition of the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an autotome rx was used during a procedure to remove bile duct stone performed on (B)(6) 2012. According to the complainant, during the procedure, after the physician added small incision to the papilla, when he/she attempted to cut the papilla again, the cutting wire was broken. No part of the cutting wire detached inside the patient. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.